Event description:
Customer reports that he did not know how to calibrate his meter because the instruction manual was in spanish, so he has been unable to test for four days. He reports being seen at a local hospital and lost consciousness in the emergency room. Customer stated that his blood glucose in the emergency room was 34 mg/dl and he reportedly was treated with candy. No further treatment is documented. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
A replacement product has been sent to the customer.